Event description:
Related manufacturer reference#: 1627487-2019-01983.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2019-01983. It was reported that the stimulation decreases by itself due to the battery had flipped and the leads were twisted. Diagnostic testing revealed the patient's lead reflected high impedance values on multiple lead contacts. As a result, the system was explanted and replaced on (B)(6) 2019. Effective stimulation has been restored post-op.